Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve leak failure for valve 1. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.

Event description:
The following has been reported: "pump is giving a red error a bit after reboot. Our normal [methods] have not been able to resolve this issue. Logs are attached. The pump is in walworth, no indication of patient harm or failure during infusion." A preliminary review of the logs shows the following: pneumatic valve leak failure (valve 1). There was no active infusion delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.